Event description:
The report rec'd indicated that the hub of the 3.50 x mm cypher stent delivery system (sds) was separated. The problem was identified when the device was removed from the sterile package; therefore, the device was not used and there was no pt involvement.

Manufacturer narrative:
The product has been returned for eval and testing. However, as of yet the evaluation has not been completed. Additional info will be submitted within 30 days upon receipt.